Event description:
Ous MDR - this lead is not capturing and pacing impedances area above 3000 ohms post MRI. This device currently remains implanted. The implant and event dates were not provided.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 45 months and 16 charging cycles were recorded to the device memory. The memory content of the device was inspected, as well as the memory dump of the device prior to the device reset on (B)(6) 2014. During the analysis of the available data the clinical observation was confirmed: since (B)(6) 2013 a rv-impedance of">3000 ohm" was documented. Therefore a dedicated test of the impedance measurement functions in different temperature environments was performed. However,the impedance measurement functions proved to be flawless. Additionally the sensing and threshold measurement functions of the ICD were tested. All measurements were normal and as expected. In a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance as expected. In summary, during analysis the root cause for the clinical observation could not be determined. The ICD proved to be fully functional. Particularly the impedance measurement functions were flawless. There was no indication of a material or manufacturing problem.